Event description:
It was initially reported on (B)(6) 2012, that a patient suffered soft tissue injury behind the palette with some bleeding after the cardiologist experienced difficulty inserting the ge trans-esophageal echocardiography (tee) probe. After several attempts to obtain additional details of the injury, the initial reporter responded on (B)(6) 2012, reporting swelling and spasm of the epiglottis, excessive probe stiffness that required repeated insertion attempts, significant pressure, and substantial use of viscous lidocaine and versed. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.